Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated a depression in the lead's outer insulation due to a breach sustained while in vivo.

Event description:
It was reported that the right ventricular lead was removed and replaced as part of an upgrade to an implantable cardioverter-defibrillator system. The lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.